Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Complainant was unable to provide lot number as the box was discarded. Complainant stated the end user was seen in the wound care clinic and was diagnosed with a yeast or fungal rash. The end user was prescribed nystatin powder yesterday. The complainant stated that the end user reports improvement today. Preventive leakage measures were discussed with the complainant. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. (B)(4).

Event description:
Complainant reports about one week ago the end user experienced leakage of urine under the wafer to the peristomal area in the right lower quadrant of his abdomen. The issue was not noticed right away and subsequently, the end user developed a red itchy rash.